Event description:
The health care professional (hcp) reported that the minicap had become disconnected from the transfer set. According to the healthcare professional the minicap was discarded by the home patient. Per the healthcare professional the transfer set was changed and there was no patient injury or medical intervention.